Event description:
The end user reported that the platform attachment came loose and dropped. As a result she fell forward and injured her shoulder.

Manufacturer narrative:
The end user reported that the platform attachment slipped and she fell forward, injuring her shoulder. She is being treated with exercises for a torn rotator cuff. She had been non-weight bearing on her left leg as a result of foot surgery and suffers from post polio syndrome. The physical therapist had expressed concern that she was not safe with the device given her condition but she continued to use it. No sample was returned for evaluation, no lot number was provided. We have not confirmed the device belonged to medline. It is not known if the attachment was securely attached to the walker. A root cause for the incident has not been determined. No trends exist for this reported issue. However, due to the reported shoulder injury, this MDR is being filed.